Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to a patient. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Stryker evaluated the customer device and was unable to be verified and unable to be duplicated during testing. A review of the downloaded pco file and keylog files revealed that the reported event date was not included; therefore, the reported issue cannot be verified through file review. The root cause is unable to be determined. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to a patient. There were no adverse effects to the patient due to the reported issue.